Event description:
Pt. Reported that awoke from the pt's pd cycler treatment at 04:00am to find fluid leaking from 2nd pre-filled connection. Pt instructed to d/c treatment, come to clinic. Given vancomycin 2gm intraperitoneally. Pt reported to clinic the next day with complaint of cloudy fluid, abdominal pain. Specimens sent for cell count, culture and sensitivity. Pt started on tobramycin ip per orders. Sample is not available for eval.